Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt has voluntarily turned his stimulation off. The pt reported that his ipg pocket has become very loose and that he can feel the ipg moving freely. When he turns stimulation on, he has good pain coverage but occasionally experiences overstimulation. The pt's physician suggested that he have his ipg pocket revised. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.